Event description:
It was reported that a catheter issue occurred. A 75% stenosed target lesion was located in the ostium of the left anterior descending artery (lad) and a 99% stenosed target ostial lesion was located in the first diagonal (d1). Following pre-dilation of the d1 lesion, the opticross hd imaging catheter was advanced for intravascular ultrasound and successfully crossed to the distal part of the d1 lesion without entanglement. However, severe nurd (non-uniform rotational distortion) issues was encountered during pullback. The device was removed, and the imaging window was noted as missing. The physician tried to remove the detached fragment with a snare, but difficulty was encountered and resistance was felt. An additional wire was inserted in a loop shape within the aorta using a double guide, and the wire tip was captured with a snare. The imaging window was caught in the loop and by pulling the snare, the sheath was successfully retrieved inside the guide. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope, sheath and imaging window were kinked. Visual and microscopic inspection revealed the imaging window was detached near the lap joint section. Microscopic inspection showed no damage to the distal tip or guidewire exit port assembly. Impedance testing showed an electrical open in the distal catheter between 20-30 cm from the distal housing. The telescope assembly could advance and retract properly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported codes of sheath detachment of device or device component, catheter resistance/friction and image nurd are confirmed.

Event description:
It was reported that a catheter issue occurred. A 75% stenosed target lesion was located in the ostium of the left anterior descending artery (lad) and a 99% stenosed target ostial lesion was located in the first diagonal (d1). Following pre-dilation of the d1 lesion, the opticross hd imaging catheter was advanced for intravascular ultrasound and successfully crossed to the distal part of the d1 lesion without entanglement. However, severe nurd (non-uniform rotational distortion) issues was encountered during pullback. The device was removed, and the imaging window was noted as missing. The physician tried to remove the detached fragment with a snare, but difficulty was encountered and resistance was felt. An additional wire was inserted in a loop shape within the aorta using a double guide, and the wire tip was captured with a snare. The imaging window was caught in the loop and by pulling the snare, the sheath was successfully retrieved inside the guide. The procedure was completed using another of the same device. No patient complications were reported.